Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #90597002110, nexgen cr articular surface, lot #61692364. The following were manufactured by zimmer (B)(4): catalog #00598002702, nexgen stemmed precoat tibial component, lot #62809532. Catalog #00597206529, nexgen all poly patella, lot #62770655. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, the knee is hot to the touch and feels loose.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.